Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model number: nim4cpb1 serial number/lot numebr: (B)(6). Other relevant device(s) are: model number: nim4cpb1 serial number/lot number (B)(6). Additional information was received indicating that both patient interfaces, serial number/lot number (B)(6) and serial number/lot number (B)(6), were involved in the same event. Separate reports have been submitted for patient interfaces (B)(6) (1045254-2024-01063 and 1045254-2024-01062, respectively), along with analysis findings and codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, a patient interface fault was detected, and the impedance check failed. The patient interface did not pass. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found that reported fault not confirmed. Console passed impedance check and successfully connects with test patient interface with no anomalies observed. Display separating/delaminating from the bezel. Device running on old software version. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model number: nim4cpb1, serial/lot number: unknown fdm-b17, fdr-c20, fdc- d16 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.